Manufacturer narrative:
The 3085sp surgical table is serviced and maintained by the user facility. A steris service technician arrived onsite to inspect the table. The technician stated that the 3085sp surgical table was purchased by the customer from a third-party refurbisher. The table was not purchased from steris. The steris service technician inspected the table and found the ac power cord connected to the table was a non-steris ac power cord. The use of the non-steris ac power cord could prevent the cord from making proper contact with the connector terminal pins within the table ac inlet assembly. The user facility stated to the steris service technician that when the table was unresponsive, facility staff kicked the ac power cord terminal in an attempt to seat the non-steris power cord plug into the table ac inlet. The steris service technician stated that he found one of the contact terminal pins of the table ac inlet assembly to be broken/damaged. The technician also observed a low battery indicator on the table hand control. The technician replaced the ac inlet assembly, motor/pump batteries, control batteries and ac power cord. The surgical table was tested and confirmed to be operating properly. No additional issues have been reported. When the table's hand control was found unresponsive, user facility personnel did not utilize the table's back-up auxiliary controls as stated in the operator manual (section 5). The toggle switches are used in conjunction with the table's foot pedal for the table movements when no electric pump power is available. The steris service technician counseled the user facility on the proper use and operation of the table's back-up auxiliary controls.

Event description:
The user facility reported that during a patient procedure the table would not respond to commands via the hand control. Due to the table being unresponsive, the patient was transferred to a different table and the procedure was completed successfully. No report of injury. A procedure delay occurred due to the transfer of the patient.